Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device was suspected with a faulty handle and it was unable to operate the machine. On april 24, 2018, it was clarified that the issue occurred during surgery on (B)(6) 2018. Another device was not used to complete the surgery. There was a 16-30 minute delay and there was no harm or injury reported. On may 1, 2018, it was clarified that the surgical technique was followed on the product. An additional skin graft was not required. The ratchet is believed to be the problem since it doesn't function properly. Also on may 1, 2018, it was clarified from the account that the ratchet does have a problem before the current surgeon was using it. So it could not only pertain to the recent surgery. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) noted no related non-conformance's, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ australia has not previously repaired/evaluated skin graft mesher serial number 06025 as documented in the repair reports. Product review of the skin graft mesher by zimmer biomet australia on april 17, 2017 revealed that the pre-testing could not be performed since the comb was bent. The handle was jammed and there was no lubrication was on the handle. Repair of the skin graft mesher was performed by zimmer biomet australia on may 1, 2018 which included replacement of the comb. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review the handle was jammed and had no lubrication on the handle. The cause of the faulty handle was due to the handle/ ratchet being jammed and having no lubrication. The root cause of the faulty handle could not be determined with the provided information since it is unknown how the damaged occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that during surgery the device was suspected with the faulty ratchet and it was unable to operate the machine. The comb was not bent in any way that was known to the handler. No harm to the patient or staff or impact to the procedure as a result of the reported issue. There was a delay of 16-30 minutes with no alternate device needed. Initial inspection found that the handle was jammed. No adverse events have been reported as a result of this malfunction.